Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this left ventricular (lv) lead was explanted due to an unknown product performance anomaly. This lead was replaced successfully during a therapy upgrade to the system. This lv lead has not been received for investigation. No additional adverse patient effects were reported.